Event description:
No new information received from the customer.

Manufacturer narrative:
This supplemental is being submitted for g2 correction. This report was sent in error since "the plastic tube on the inner sleeve broke" would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported that the plastic tube on the inner sleeve of the subject device broke during a therapeutic transurethral resection of the prostate (tur-p). The procedure was changed to surgery, with no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus, and the customer allegation was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.